Event description:
The v60 bipap machine's internal battery failed. The internal battery is not working, equipment has to be plugged in to be able to use. Not an ideal situation for staff nor patient.